Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed replace battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to connector not plugged in properly to electronics. After reconnecting the internal battery connector on electronics, insulin pump was monitored and functioned properly. Pump received with normal operating currents. No unexpected low battery alarm noted in the pump history or detailed trace. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery was lasting less than one week. Customer's blood glucose was unknown. Insulin pump would be replaced.